Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 2360 g/m h6 component code: g07002 device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the suture method was likely to be interrupted suture. At the time of re-closing the wound, it was confirmed that suture breakage occurred. The patient was an 87-year-old woman, and the name of the surgery was colostomy closure and colorectal anastomosis. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure 87 years old, female name of index surgical procedure? Colostomy reversal following to anastmosis of colon-rectum surgery. The diagnosis and indication for the index surgical procedure? Colostomy what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk on what tissue was the suture used/location of suture placement? Fascia what tissue dehisced?fascia what was the tissue condition (normal, thin, calcified, fragile, diseased)? Not reported with special condition how was the suture placed (interrupted or continuous)? Interrupted how was the suture tied (square knot or multiple knots one end)? Unk what instruments were used in this procedure to handle the suture? Unk please describe the appearance of the suture during the second procedure. Suture was broken was the suture found broken during the re-operation?y es were there any precipitating patient stress factors for the sutures untying, breakage or pulling out of the tissue? The surgeon stated that it is unclear whether the thread was broken due to the quality of the product or it was caused by some external damage. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No what symptoms did the patient experience following the index surgical procedure? Onset date? Bowel was exposed outside body other relevant patient history/concomitant medications? Colostomy what is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon stated that it is unclear whether the thread was broken due to the quality of the product or it was caused by some external damage. What is the patient's current status? The patient is recovering without any problems. Will the product be returned? If so, please provide the return date and tracking information. We regularly contact with sales rep about the device returning. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch tjmmkb mfg date: aug/22/2023, exp date: jul/31/2025. Batch temasm mfg date: may/2/2023, exp date: apr/30/2025. In addition, a review of the manufacturing record evaluation for the possible batch number was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a colostomy closure and colorectal anastomosis on (B)(6) 2024 and suture was used. Post-op, two days later, it was found that the intestinal tract was exposed through the wound. Although it was unclear whether the suture had broken, it was found that the fascial closure had been broken, and the surgeon immediately reclosed the wound. Upon re-operation, the suture was found broken. Currently, the patient is recovering without any problems. The surgeon opined that it was unclear whether it was due to a defect in the suture or whether the suture broke due to some kind of external damage. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one open sample that pertain to the product code pdpb347. During the visual inspection of two suture pieces, body fluids, tissues, and knot in one suture piece were noted. Also, damage on the surface of the suture and the ends were cut appear to be by use of surgical instrument; and this is consistently with the removed of the suture from the patient. The product code pdpb347 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. The returned product determined that it was received one unopened sample that pertain to the product code pdpb347, lot temasm. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The product was returned to ethicon for evaluation. The returned product determined that it was received one unopened sample that pertain to the product code pdpb347, lot tjmmkb. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.